Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2010, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the device manufacture date is unknown. However, the complainant reported that the device expiration date is may 1, 2013. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a robotic total hysterectomy with preservation of both tubes and ovaries and a tvt (tension-free vaginal tape procedure) with cystoscopy procedure on (B)(6) 2010, for the treatment of leiomyomatous uterus (10 to 12 weeks size), menometrorrhagia, and genuine urinary stress incontinence. The procedure found that the uterus had a substantial anterior and posterior leiomyoma, which obstructed the anterior field from taking the bladder down sufficiently. As a result, an additional tie was required to dissect the bladder free from the cuff. The uterine vasculature was generous to the uterus, necessitating further cauterization. Both the tubes and the ovaries appeared normal. The cystoscopy done at the end of the hysterectomy with indigo carmine indicated no bladder injury, no sutures placed at the dome, and vigorous spilling of indigo carmine dye through the ureteral orifices. Similar to this, a cystoscopy done after the tvt tapes with plastic on were applied showed no signs of damage to the urethra, trigone, posterior, or lateral walls, nor any damage to the bladder dome. Furthermore, the patient tolerated the procedure well and returned to post anesthesia care unit in excellent condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.